Event description:
It was reported that at 1309, the pump alarmed "channel error" (error code 240.4150 per error log) this was approximately five (5) minutes after the infusion was started. Normal saline was infusing at 10 ml/hour with a total volume to be infused of 300 ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b , c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that at 1309, the pump alarmed "channel error" (error code 240.4150 per error log) this was approximately five (5) minutes after the infusion was started. Normal saline was infusing at 10 ml/hour with a total volume to be infused of 300 ml. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : no devices received, log review only.